Manufacturer narrative:
Results: received only 39.5-centimeters of catheter. Portion received was the distal section of catheter body with internal thermistor lead wire and balloon still intact. The cross section of the separated area appeared smooth, as if cut by a sharp instrument. There were no physical characteristics that indicated the catheter had been pulled or stretched. Conclusions: the factor or causes that contributed to this event are unk. Looping of the catheter in the right ventricle is an indicated precaution in the directions for use (dfu) for the model swan-ganz 831hf75 catheter. The dfu also provides suggestions to prevent or correct catheter looping.

Event description:
Reportedly, a foreign object (later identified as a 35cm long x 2mm diameter section of catheter) was removed from the pt's right ventricle using a snare catheter after seeing the object on a chest x-ray. The physician believed that the section of catheter was from the first inserted catheter placed in 2004. On or about 5 days later, the physician removed the first catheter and attempted to insert two additional catheters. However, a chest x-ray showed each catheter coiled in the right ventricle. The physician later surmised that what appeared to be a coiled catheter must have been the foreign object. It was also reported that the pt did not suffer any complications as a result of this event.